Manufacturer narrative:
Concomitant medical products. Cook fusion wire lock (fs-wl-p-s) sphincterotome, unknown make or model. Investigation evaluation: our evaluation of the product said to be involved confirmed the report. There is wire guide coating damage near the distal end. The coil spring is still attached to the distal end of the wire guide. There is a 2.3 cm piece of wire guide covering hanging off the wire guide at approximately 12.1 cm from the distal end of the wire guide. Approximately 9.3 cm to 14.5 cm from the distal end is a section of bare core wire. There is a 2.9 cm piece of wire guide covering hanging off the wire guide at approximately 14.5 cm. Due to the condition of the returned device it cannot be determined if any sections of the coating are missing. The wire guide has no kinks, but a few rough surfaces are found between 154 cm - 160 cm from the distal end of the wire guide. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use for this product line instruct the user to flush the wire guide prior to removal from the wire guide holder. This activity will aid in optimal performance of the wire guide. Failure to flush the wire guide can result in damage to the wire guide. The instructions for use for this product line instruct the user to flush endoscope accessory channel and/or lumen of device with sterile water and for best results, wire guide should be kept wet. This activity will aid in optimal performance of the wire guide. Failure to flush the endoscope channel and/or lumen can result in damage to the wire guide. Prior to distribution, all cook acrobat calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
After sphincterotomy and when the guide wire is in cdc [common bile duct, cbd], the doctor peeled off the sphincterotome and it was very hard to do it [difficult to perform zip exchange]. The guide wire peeled off the distal part [coating damage]. The physician used the long technique and another wire guide to finalize the procedure.